Event description:
During a postoperative appointment 2 broken screws were discovered through imaging. No patient impact was reported.

Manufacturer narrative:
Visual analysis of the imaging provided by the distributor revealed that bilateral screw fractures are observed in the most cephalad plate level. From the image provided, it is not possible to identify the vertebral body with fractured screws. The radiograph shows that there is a significant change in trajectory of the proximal screw fragments in the vertebral body, which indicates the presence of subsidence. There is no evidence of screw backout within the construct. The device remains implanted within the patient. Part and batch information associated with the screw remains unknown at this time. There is no indication that a design or manufacturing issue has caused the complaint condition. Multiple attempts have been made to gather information on the patient and no additional information has been received. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following sections of this report have been left blank due to information being unavailable or non-applicable.